Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Upon further investigation, information was received indicating that the reported issue was found outside of clinical use there was no patient was on the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer reported no power. There was no patient involvement.